Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician was attempting to use a closure fast catheter. The IFU was followed and the device was prepped without issues. Prior to pressing the start cycle button the catheter started to work. The procedure was completed using another catheter. No patient injury was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device was in the patient when the issue occurred. The procedure was completed with the same generator with no issues noted. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The closurefast (clf), affiliated to this investigation was returned for evaluation the catheter coil was observed bent and kinked within the received pouch. No ancillary devices, cines images or procedural notes were received for evaluation. A visual inspection was completed. The bend on the coil area was observed approximately 3.50cm from the distal tip and the kink on the catheter coil area was observed approximately 7.40cm from the distal tip. The catheter cable connector was examined and all pins were straight. No visible marking were visible on the catheter connector plug. Microscopic observation of the kink revealed warping of the fep. Microscopic observation of the kink revealed what appears to possibly be the fep being torn and exposing the coil of the catheter. The catheter passed all of the continuity and resistance functional testing. It also passed functional testing on both the rfg2 and rfg3 generators. The generator did not start prematurely when the device was inserted into both generators. The ¿press rf power button to enter ready mode¿ displayed upon inserting catheter into rfg2 and ¿press handle button or start rf to treat¿ appeared once rf power button was pressed. The rfg3 generator displayed the proper ¿press device handle button to treat¿ when inserting catheter¿. The proper device was recognized by the rfg2 and rfg3 generator when plugged in and the expected low temperature advisory was displayed when activated. When the temperature rose to 120c, the device completed a cycle without any advisory message being seen or with the device prematurely starting before pressing the button for 3 cycles each generator. During each cycle time, the unit was subject to several additional tests such as movement in the power cable, pc board and strain relief with no issues observed. If information is provided in the future, a supplemental report will be issued.